Event description:
It was reported following a pre-deployment angiogram, the pt was deemed appropriate for angio-seal. The angio-seal was deployed and hemostasis was achieved. The pt was transferred to another facility for intervention. Following the interventional procedure, the pt experienced a vessel occlusion. The pt underwent surgical intervention to remove intra-arterial collagen. The pt was reportedly recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments or surgical intervention. The angio-seal device instruction for use (IFU) state if repuncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.